Event description:
It was reported that the patients incision felt hot and itchy. The patient went to the emergency room (ER) and was treated with bactrim. The physician believed that the patient was allergic to the dermabond. The patient was reportedly doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.